Event description:
A customer contacted beckman coulter (bec) reporting a leak of clear fluid less than 0.5 mls in volume coming from the coulter lh 750 hematology analyzer upon start-up. The instrument generated differential (diff) pressure errors. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found the stabilyse pump line had popped off the instrument causing the leak. The fse replaced the stabilyse line resolving the leak and correcting the diff pressure errors. The fse also realigned and cleaned the flowcell as preventative maintenance. After the leak was repaired on (B)(4) 2013 the customer obtained multiple background failures after replacing the diluent and lyse on the instrument. The fse was again dispatched to resolve the issue; upon arrival the fse found that all backgrounds and controls passed within expected ranges. The customer stated that the reagent sat for several hours until service arrived. The fse suspected that the reagents were frozen prior to his arrival resulting in background failures. Failure mode of the leak is related to the popped off stabilyse pump line. The instrument generated "diff pressure" errors alerting the operator of an instrument issue. (B)(4).